Event description:
Medtronic received information that 16 years and 3 months post implant of this 25mm aortic bioprosthetic valve, the leaflets were excised and a 23mm aortic valve of a different model was implanted onto the root of the 25mm aortic bioprosthetic valve that remained implanted. The reason for the replacement was reported as severe aortic insufficiency (ai) with a 8-10mm perforation reportedly noted at the base of the noncoronary cusp of the 25mm aortic bioprosthetic valve during the explant surgery, along with 3-4mm of circumferential sub-aortic pannus, and stenosis present. Grade 4/6 left ventricular hypertrophy was also noted. Concomitantly resection of subaortic stenosis, and redo coronary bypass grafting were performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.